Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced incontinence, protruding suture on cervix and recurrent cystocele; patient was treated with a transurethral bulking procedure, suture removal and cystocele repair.